Event description:
Reporter called to report that she had her essure implanted in 2007. Following her implant, she experienced bloating, nausea, migraines, lower back and pelvis pain and heavy and messy menstrual bleeding for several years. Reporter had to go to the emergency room before and after christmas in 2023 due to complications with her essure. This past tuesday (30 jan 2024), reporter learned that her essure has been recalled for several years and had never been notified about the recall. She has a follow-up appointment (B)(6) this month for consultation for a hysterectomy due to damage caused by her implanted essure devices.